Event description:
I use freestyle libre 14 day meter for my blood sugar because I'm diabetic. This meter is defective, giving me false readings of 4 to 500 for blood sugar. I was giving myself too much insulin and having low blood sugar. Also, my sensor was bad and I got burned. So, I want to be paid damages for this because of health problems. So, write back about this matter. I sent the defective freestyle libre 14 day meter to the company about a week ago.